Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using a 6f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 10mm amplatzer septal occluder. During implant the second occluder took on a cobra shape. The occluder was able to return to its original shape. The occluder was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 31 may 2025 a 10mm amplatzer septal occluder was selected for implant using a 6f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 10mm amplatzer septal occluder. During implant the second occluder took on a cobra shape. The occluder was able to return to its original shape. The occluder was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.